Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump with serial number (B)(6) had a cracked and shattered screen shortly after receipt, and a replacement was processed with the original unit returned as confirmed by tracking. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included review of device history, return tracking verification, and complaint assessment. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen, with no evidence of device malfunction beyond the damaged component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.